Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3008007472-2023-00034 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
Eit was reported that while using bd cytology stain kit, there is missing label information on one pack. No patient impact reported. The following information was provided by the initial reporter: "xpiry no mentioned on the pack of cytology stain kit, cat# (B)(4) is 31-08-2023. Whereas the expiry date mentioned on the hematoxylin stain 0.75: with lot# 3038847 and ea/og combo stain: with lot# 3038858 is 31-01-2024."

Event description:
Eit was reported that while using bd cytology stain kit, there is missing label information on one pack. No patient impact reported. The following information was provided by the initial reporter:(B)(6) no mentioned on the pack of cytology stain kit, cat# 491458 is (B)(6) 2023.. Whereas the expiry date mentioned on the hematoxylin stain 0.75: with lot# 3038847 and ea/og combo stain: with lot# 3038858 is 31-01-2024."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.